Event description:
The customer reported that the insulin pump had a motor error alarm during bolus. The customer also reported that the device had an additional error alarm. The customer did not recall any significant events leading up to the error alarms. Blood glucose level at the time of the incident was not provided. Most recent blood glucose level at the time of the call was 88 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. The insulin pump was unable to perform the displacement test or verify alarm in the alarm history screen due to constant motor error. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.